Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances of greater than 2,000 ohms and increased thresholds. A revision procedure was subsequently performed. During the procedure, it was noted that the physician attempted to surgically abandon the lead; however, tugged on lead which broke into two pieces. A new lead was successfully implanted. It was later noted that the patient reported carrying a refrigerator on their shoulder recently. No adverse patient effects were reported.